Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device had a deformed clamping mechanism and the clamp bar was broken. Visual inspection noted the returned product's jaws would not close completely. Functionally, while manually opening the loading unit jaws, the clamp button fell off. The clamp button was reassembled to the loading unit. The loading unit was then loaded onto a representative handle for functional testing and it was observed that the jaws would not clamp. The most likely cause could not be established from the information available. This issue may occur in any of the following circumstances: first, by firing over tissue that is beyond the recommended thickness range. Second, by firing with an obstacle incorporated in the jaws. Third, by attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing lung lobe anastomosis on a laparoscopic wedge resection, the stapler was able to fire but the staple burst. Another device was used. The event resulted to a temporary injury and sutured manually. The surgical time was also extended to 30 minutes or more. The patient stayed at the hospital for observation.